Event description:
A malfunction was reported on the customer's pump, which caused the customer's blood glucose levels to exceed normal limits, although a specific value was not provided. The customer managed their high blood glucose by administering a corrective injection. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any further issues arise.